Event description:
It was reported that during an unk procedure, when the surgeon trigger the endo cutter, the staple couldn't pass the tissue and stop. In the end, the surgeon use another endo cutter to staple the tissue. The surgery was not delayed and was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4), date sent: 10/27/2023, d4: batch # 943a66, b3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sc45a device was returned disassembled along with some components inside a plastic bag. The device had the jaws and closure trigger in the closed position, the anvil knife slot damaged, and with a gst60t reload loaded on the device. The reload was received partially fired 3/4 with the cartridge deck damaged. No functional test was performed due the condition. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 943a66, and no non-conformances were identified.